Manufacturer narrative:
Na.

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. The reporter stated that they have had similar issues with high k values in the past. The sample initially resulted with a k value of 6.4 mmol/l and this value was reported outside of the laboratory. The doctor asked for a new sample to be collected from the patient. The new sample was tested and the original sample were repeated. The results from both samples matched with a value of 4.53 mmol/l. The 4.53 mmol/l value was believed to be correct. The patient was not adversely affected. The k electrode lot number was u2242. The electrode expiration date was asked for, but not provided. The field service engineer was unable to determine a cause. He checked the analyzer operation. The customer ran calibration and control; these were within specifications. He performed an ise check and results were within guidelines. Precision studies were performed and results were within guidelines. Calibration data did not indicate an error. Controls were acceptable on the day of the event. No relevant alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.